Event description:
It was reported that during a port placement procedure, the catheter was inserted into the sheath, and the sheath was removed in the extracorporeal direction of the catheter without peeling away the sheath to complete the placement of the catheter. It was found that the base of the sheath was allegedly damaged after the port system placement. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 6.5 peel-apart sheath was returned for evaluation. Gross visual evaluation was performed. One detached valve cap was received, and the other half of the valve cap was still attached to the t-handle. Lack of adhesive was observed inside the t-handle with the missing valve cap. Manufacturing site evaluation of the product found that one of the halves of the top cap was detached from the t-handle, it was observed that the valve was correctly seated on the t-handle. Slight adhesion marks of the ultrasonic welding were observed in the half of the detached top cap, evident residues of use were observed throughout the sample. Therefore, the investigation is confirmed for the reported fracture and identified loss or failure to bond and improper or incorrect procedure issues. The root cause was determined to be manufacturing related. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The instructions for use reviewed and states: peel-apart sheath introducer instructions: 5. Grasp the two handles of the peel-apart sheath and pull outward and upward at the same time. Peel the sheath away from the catheter completely. Make sure the catheter is not dislodged from vessel. H10: d4 (expiration date: 04/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 04/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the catheter was inserted into the sheath, and the sheath was removed in the extracorporeal direction of the catheter without peeling away the sheath to complete the placement of the catheter. It was found that the base of the sheath was allegedly damaged after the port system placement. There was no reported patient injury.